Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ECG's are non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing and the cable connecting ECG c and ECG d was pulled from strain relief. The cause for the failure was isolated to broken brown (lead 1-) and orange (lead 2-) wires on the ECG c and d cable inside the distribution node (dn). The cause for the failure was isolated to the broken wires. The root cause for the broken wires was physical abuse. No adverse event resulted from the broken wires.